Event description:
Pt was receiving humidified heated oxygen blended with room air via nasal cannula. Machine "smelled" as though it was burning and alarmed "low temperature". Pt was removed from equipment. Approximately two hours later burns were noted on the pt's face. The heated tubing circuitry was melted around the heated wire. There were notable burns to the nose. Pt was intubated and during intubation burns were also noted in the trachea.

Manufacturer narrative:
Unfortunately, there is no sample available for evaluation; therefore we are unable to confirm the reported issues. However samples of the process were removed and no problems were found related to issue reported. A lot number was provided therefore a review of the device history record could not be performed. Based on the limited information we are unable to determine the possible cause for the reported issue. The product label warns that objects such as heavy tapes, towels, or bed linens may over insulate the circuits, impede normal heat convection, and cause damage to the tubing. (B)(4), date of report: (B)(4) 2007, info: allegiance, lot # y06p1456; device MFR: allegiance healthcare corp, (B)(4).